Manufacturer narrative:
(B)(4). Additional model and catalog #: api 10 core module; 989605425222, api 10.1 core module. This issue is still under investigation; the effect of this anomaly in distributed product is still being evaluated. There have been no reports of adverse events from this issue.

Event description:
When using qlab version 10.0 and 10.1 for third party pacs integration, it is possible to have erroneous ejection fraction (ef) measurements appear in the analysis report page.